Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurately low control solution results. The reporter obtained control solution readings between "101-106mg/dl" on the subject meter (onetouch ping). This complaint is being reported because it is not known if the reported results meet lifescan¿s accuracy criteria as the test strip lot information was not provided. There was no indication that the product caused or contributed to an adverse event.